Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation for a coronary stenting procedure, the liberte bare metal stent came off the balloon. During preparation, the stylet was removed from the stent delivery system and the stent came off the balloon. There was no patient involved. The procedure was completed with a different device.